Event description:
A pt was in the or for removal of a complex tumor at the gastroesophageal (ge) junction, on the anterior wall. During the procedure the endo stitch misfired, possibly lodging a needle in the gastric wall. The area was oversewn at the time. The next day, the pt complained of back pain. A swallow study revealed a leak. The pt was taken back to the or for a laparoscopic repair of the leak.

Event description:
A pt was in the or for removal of a complex tumor at the gastroesophageal (ge) juntion, on the anterior wall. During the procedure the endo stitch misfired, possibly lodging a needle in the gastric wall. The area was oversewn at the time. The next day, the pt complained of back pain. A swallow study revealed a leak. The pt was taken back to the or for a laparoscopic repair of the leak.